Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803,

Event description:
Customer's father reported via phone, the customer was hospitalized due the insulin pump. Customer's blood glucose was over 30 mmol/l. Doctor's advised customer's father to call and get the device replaced. Customer's father declined to troubleshoot the device. Customer was treated with fluids and had a loner insulin pump. Customer's father was advised to return the device and he agreed to return it so it will undergo further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.